Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred with multiple cartridges during the load process and during insulin delivery. Blood glucose was 350 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.